Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding an external device. The reason for call was the caller reported that the ins and therapy were working but the patient is not able to charge the ins. The caller reported that when the recharger is plugged into the ac adapter the screen goes blank after displaying a battery image with a caution triangle in the upper left. During the call when the recharger was connected to the ac adapter, it displayed the medtronic splash screen with ver 5.4. The recharger did not respond when the green button was pressed. The caller confirmed that the green light on the ac adapter is displayed. The caller indicated that the connector may be bent and the connection between the insr and ac adapter is a little loose. As the caller wiggled the connector or disconnected and connected it, the recharger would display the medtronic splash screen. The caller confirmed that the tablet was connecting to the ins, but it displayed the message that the ins battery was too low to start a programming session. The issue was not resolved through troubleshooting. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 37761, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #:(B)(6). H3: analysis of the 37761 desktop charger (s/n (B)(6)) revealed that there was a bent connector pin in the cable assembly. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.